Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Following events were reported by the adult hydrocephalus clinical research network registry report. It was reported that there were 15 shunt revisions. The revisions included 5 shunt obstructions, 3 disconnections/fractures, 1 shunt malplacement, 1 failed etv, 2 overdrainages, and 3 infections. It was reported that there were 3 shunt removals due to infection. It was reported there were 5 shunt infections.